Event description:
As reported by the user facility (translation (B)(4)): the braun infusomat gives a "too many drops" -alarm. The infusion was then automatically ceased. As the device was in a "stand by" mode, the infusion was flowing freely into the tubing. Only by closing the roller clamp the flow could be stopped. The infusion was sodium chloride 0,9%.

Manufacturer narrative:
(B)(4). Result of examination: we received following information from the customer. We do not get the pump for investigation. Hospital´s own service has tested the pump and device worked as it should work.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).